Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product 1067050 - lyoplant onlay 10.0x12.5cm. According to the complaint description, the product caused a leakage of an unknown, clear liquid. It was noted on the top side of the skull, around the parietal bone area, postoperatively after 1-2 months when putting skull flap back. They ensured the overlap of 1 centimeter for the cases; and proceed with correct side with onlay application not underlay. A revision surgery was not necessary, the physician monitored the patient's status. No infection occurred. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned. The investigation was based upon historical data analysis, and event description. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Even after good faith attempts for retrieval, no further information could be received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this malfunction is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: due to the lack of data and without the complaint sample being available for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material, manufacturing, or design-related failure. Excerpt of instructions for use (IFU) 12158033 2023-06 change no. 65102: "2.3 risks, adverse effects and interactions potential complications that the manufacturer is currently aware of - infection, cerebrospinal fluid leakage, adhesion, allergic reactions to proteins of bovine origin. Risks, side effects and interactions caused by the patient's comorbidities or in combination with other products are not known." Based upon the investigation results, a CAPA is not required.